Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists infection, sepsis, other neurological event (not stroke-related), various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ lists infection and neurological dysfunction as potential late postimplant complications. The heartmate 3 lvas patient handbook rev. D, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6- e3261 multiple organ dysfunction no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023 due to acute kidney injury (aki) and diarrhea. The aki was unrelated to the device and onset date was reported to be 23dec2023. The patient also had salmonella and multifactorial shock. Drug screening was positive for fentanyl, amphetamines, and suboxone. The patient developed acute encephalopathy on (B)(6) 2023. A computed tomography (CT) scan was performed and was consistent with nonspecific cerebral dysfunction. The patient was transferred to the cardiovascular intensive care unit (cvicu), intubated, sedated, and placed on continuous renal replacement therapy (crrt). The patient required multiple pressors. Palliative care was consulted in the setting on multiorgan dysfunction and severe sepsis. The family made the decision to transition to comfort care. The patient continued on analgesic drip and was sedated. The patient was terminally extubated, and the pump was disconnected. The patient passed away at 15:33 on (B)(6) 2023. The outcome was not device related. The device operated as expected.